Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® multiple sample luer adapter, insufficient sample is transferred to the tube leading to hemolysis in one (1) patient. A redraw has been necessary. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 21-apr-2026. Investigation summary: bd received 25 samples for investigation. Ten samples were randomly selected and underwent functional tests to assess device performance. All tested samples passed, exhibiting no signs of damage, leakage, or insufficient blood flow during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® multiple sample luer adapter, insufficient sample is transferred to the tube leading to hemolysis in one (1) patient. A redraw has been necessary. No adverse impact was reported regarding the patient or user.